Manufacturer narrative:
Qc was acceptable. According to the customer, impurities were present in the sample from patient 1. Alarms related to sample quality were observed on the customer's alarm trace data. Based on the data provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was a complaint of questionable elecsys troponin t hs results for 2 patients tested with two cobas e801 modules serial numbers (B)(4) (module a) and (B)(4) (module b). The questionable results were reported outside the laboratory. Patient 1's initial result on module a on (B)(6) 2022 was 83.7 pg/ml; the first repeat on module b on (B)(6) 2022 was 7.60 pg/ml, and the second repeat on module b was 8.12 pg/ml. Patient 2¿s initial result on module b on (B)(6) 2022 was 4.15 pg/ml; the first repeat on module a was 66.5 pg/ml, and the second repeat on module a was 4.67 pg/ml. The elecsys troponin t hs used was lot 53095101 and had an expiration date of 31-jul-2022.